Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr procedure, the r3 offset impactor tip broke in three pieces. Surgery was resumed, without any delay. It is unknown how surgery was finished. Patient was not harmed. No further complications reported.

Manufacturer narrative:
The device was not returned for evaluation but the pictures were reviewed, and confirm the device is broken. The clinical/medical investigation concluded that, one intraoperative photo of the device was reviewed and appears to confirm the reported device breakage. However, it does not provide insight into the reported problem. Smith and nephew has not received the requested patient specific documentation, or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. As the device broke and can no longer fit it's purpose, the contribution of the device could be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.